Event description:
It was reported that the device¿s sleep/wake button did not respond to light taps and only activated when pressed firmly, and the caregiver was instructed that the button requires a deliberate one-second touch rather than pressure. Symptoms included no clinical effects. Outcomes included no impact to health and no alarms or alerts. Investigation included troubleshooting and user education with guidance on correct button activation technique. Investigation of this case revealed that the device functioned as designed when the button was pressed and held correctly, indicating user technique rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was use error related to button actuation method.